Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and discomfort at the implant site. Explant surgery has been scheduled.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient's pain has improved. The recipient is satisfied with the surgical results. The external visual inspection revealed the electrode was cut near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
This is the final report.